Manufacturer narrative:
The hill-rom technician found the hand pendant needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom account executive stating the head was going up on its own. The bed was located at the account. There was no patient/user injury reported. (B)(4).